Manufacturer narrative:
D9: 15-july-2024. H3: one device was returned in used condition for repair/evaluation. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional and visual inspections were performed. The customer¿s stated problem was verified through functional inspection, the reported problem of system fault was duplicated, and the device did not meet specifications. The most probable cause is due to an intermittent motor. The motor was replaced to address the primary problem. Device passed all functional tests after the repair.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault error. There was no patient involvement and no patient harm/adverse event reported.